Manufacturer narrative:
(B)(4). The subject rt380 adult dual heated evaqua2 breathing circuits have been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in south korea that three rt380 adult dual heated evaqua2 breathing circuits failed the ventilator leak test prior to patient use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Method: the three subject rt380 breathing circuits were returned to fisher & paykel healthcare new zealand for evaluation, where they were leak tested and analyzed. Results: testing confirmed that all three breathing circuits were leaking. Additional analysis identified on device 1, damage to the expiratory tube; for device 2, damage to the inspiratory tube; and for device 3, damage to the dryline. The observed damage was consistent with a puncture from a sharp object, e.g. A needle, having penetrated the tube from the exterior. Additionally, it was noted that the dome of the humidification chamber of device 1 was cracked. Conclusion: the failed leak test was confirmed on all three devices. It was further identified that on all three devices, the tubes were damaged by a sharp external object. On one device, the dome of the humidification chamber was also observed cracked. All rt380 adult dual-heated evaqua2 breathing circuit are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: -"check all connections are tight before use." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." -"ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in south korea that three rt380 adult dual heated evaqua2 breathing circuits failed the ventilator leak test prior to patient use. There was no patient involvement reported.